Manufacturer narrative:
Interpositional device was explanted and tka was performed. Physician indicated there was implant instability, due to progressive osteonecrosis of medial femoral condyle.

Event description:
Pt complained of pain after being implanted with an interpositional device in 2007. No other adverse events were reported at 3 month and 6 month follow ups. In 2008, the implant was removed and a tka was performed. Physician indicated that revision was performed due to implant instability because of progressive osteonecrosis of the medial femoral condyle. Review of pre-operative images indicated edema in the medial compartment which could be indicative of osteonecrosis.